Event description:
A hospital in the (B)(6) reported to fisher and paykel healthcare's branch office in the (B)(4) that a split was discovered in the expiratory tubes of two rt200 adult dual-heated breathing circuits. The splits were detected during the ventilator set-up testing procedure, prior to patient connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Both rt200 breathing circuits are en route to fisher and paykel healthcare for investigation. We will submit our findings in a follow up report following receipt of the complaint devices and completion of our investigation.